Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was interrogated before implant and an error message pg fault has occurred was displayed.